Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's first name not provided/unknown; device not returned.

Event description:
It was reported that the implant (tsvm4b13) was missing from the blister. The outer box was sealed correctly. Another implant was placed during the same surgery.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Information identified: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability visual inspection of the photographs provided by the customer shows the empty outer vial and the outer box. The inner vial was missing along with the implant. However, the exact condition of the tamper evident ring and the cap could not be verified from the images. The complainant indicated that ¿when opening the implant blister tsvm4b13 the implant was missing". The complaint could not be verified, as the product was not returned for inspection. All operations and inspections were executed as per applicable procedure and the exact details of the device condition when received by the customer are unknown. The following sections have been updated: b4 date of this report. D3 manufacturer. D4: expiration date. G1-g2 contact office - name/address. G4 date received by manufacturer. G7 type of report. H2 type of follow up. H3 device evaluated by manufacturer. H4: device manufacture date. H6 evaluation code. H10 additional narratives/data.